Event description:
It was reported that the scissors were not cutting effectively when cutting through thick tissue. Allegedly the scissors were dull during procedure. An alternate product was used, but the procedure was completed.

Manufacturer narrative:
Add'l info will be provided once investigation is complete.